Event description:
The customer received a high out of range control result of 271mg/dl on the contour next usb. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The test strips are expected to be returned for evaluation. New strips, meter and control were sent to the customer.